Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was brought to or for revision of head and liner. Patient shows an adverse local tissue reaction. Dr. Noted early trunnionosis upon removal of femoral head. Liner was then removed. Universal head v 40 sleeve implanted along with a new 36mm 10 degree trident e liner. Corrosion was also noted on femoral neck. The patient's other side was revised and "severe" trunnionosis is found.